Event description:
On 28nov2017 an email was received from a johnson and johnson employee reporting that a consumer had dryness with the lenses which resulted in a corneal ulcer (affected eye was not provided) while wearing the acuvue oasys brand contact lenses. The pt reported treatment was provided by an eye care provider (ecp). No additional information was provided. Multiple attempts were made to contact the pt for additional medical and product information, but no additional information has been received. The date of the event is unknown. The suspect lot number was not provided. It is unknown if the suspect product is available for return for evaluation. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.